Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the stimulator on the right side of their back was extremely painful, and they wanted to know if there was any hope of having the ins removed. They said that it's had been 6 years and, right now, even the pain relievers were not working. They said that the ins was off. They said that when they turned on their ins, there were like a thousand needles hitting their vagina, which was extremely awful. They added that it was like pain in their lower back and felt like the patient got kicked by a mule. They stated they were told the battery was good for 5 years, and they didn't know what the problem was. They said it's was affecting their walking and the right side of their back was very painful. They didn't think the ins was put in right because it was like a bump. They were seeing a new doctor, but still wanted physician listings.

Event description:
Additional information was received from the patient. Patient said that they were not using their ins for 2 years because when they increase the stimulation, which relieves their symptoms, the vaginal pain was like thousand needles pricking it. Patient added that they could not stand it. Patient mentioned that they thought about having the ins removed and patient added that they didn't think that the ins was not installed correctly because there was a bump. Patient said that they always have to be careful when they sit down because if they will not, they will get a shooting pain. Patient said that they never wanted the replacement ins. Patient said that they received a physician list sent to them, but the nearest physician was still far away from the patient. Patient said that they will answer the questions in the email that they received but they don't think that they going to do anything. Patient said that they will going to learn how to live with the ins because at their age, they were afraid to be putting under anesthetic and rehab time will be too long. Patient added that if it is getting bad, they will just make an appointment to the nearest doctor in their area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.